Event description:
It was reported that, the patient with this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a change in morphology and myopotentials that led to t wave oversensing and eight inappropriate shocks. The x-ray showed optimal placement; however, this electrode is pointing towards pectoral which may explain the myopotentials. The technical services (ts) discussed poor sensing and discrimination, appearing that the system is failing in recognition of cardiac versus noise detections. It was mentioned that the patient is terrified to be shocked again inappropriately. The ts discussed that there is no sign of mechanic issue in the s-ICD data, although high myopotential noise presence which is easily reproducible and might be a sign of insulation breech. The therapy was programmed off and this electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a change in morphology and myopotentials that led to t wave oversensing and eight inappropriate shocks. The x-ray showed optimal placement; however, this electrode is pointing towards pectoral which may explain the myopotentials. The technical services (ts) discussed poor sensing and discrimination, appearing that the system is failing in recognition of cardiac versus noise detections. It was mentioned that the patient is terrified to be shocked again inappropriately. The ts discussed that there is no sign of a mechanical issue in the s-ICD data, although high myopotential noise presence which is easily reproducible and might be a sign of insulation breach. The therapy was programmed off and this electrode remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e020201. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The electrode remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.